Event description:
It was reported that a patient presented remotely via merlin.net. A review of the transmission revealed that the patient¿s implantable cardioverter defibrillator (ICD) was operating in backup mode with high voltage therapy disabled due to the magnetic resonance imaging (MRI) scan being performed without the ICD being programmed to MRI mode. Programming changes were made and the ICD was restored. Patient¿s condition remained stable.